Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, service history review, functional testing, and a review of the alarm log were performed. Functional testing revealed that the device had a safety clamp that was out of specification. The cause of the condition was not determined. To correct the condition, the safety clamp shims were replaced. The device was serviced to meet functional specification. Should relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a safety clam that was out of calibration. No additional information is available.